Event description:
During pre-surgery testing on (B)(6) 2013, an issue was discovered with the large drill chuck with key. One of the teeth was missing from the key that holds the drill bit to the large drill chuck. The device was not used in surgery; there was a 15 minute delay to start the surgery because there was not a spare device readily available. There were no injuries reported. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device used in a veterinary case. No patient information will be reported. Device was received for evaluation. Investigation coordinated by synthes anspach. Report received indicates the customers complaint that the device does not function was confirmed. The device was evaluated and one of the three chuck jaws is missing and broken, causing the device to not function properly. The evidence suggests this is due to usage and wear over time. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Manufacturer narrative:
A service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been sent in for service. There is no information relevant to the current complained issue. (B)(4)